Manufacturer narrative:
One device was received and evaluated by quality engineering. Visual inspection found that the tip of the inner driver was broken. Functional inspection found that the torque limiter advanced as intended. Review of the device history records were performed, which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot and part number on file. Based on the failure mode CAPA (B)(4) was opened to investigate the root cause and corrective action. (B)(4).

Event description:
It was reported that the surgeon completed a labral hip repair using two bioraptor knotless anchors. It was noticed after the procedure was completed that the torque driver of the anchor had broken off inside the anchor. After a review of the x-ray, the surgeon concluded that he was happy that the broken piece was not going to come out and was stuck within the anchor. There are no plans to re-operate at this time.